Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Marathon liner 54 x 32mm was placed in a pinnacle 100 cup on (B)(6) 2014. Liner dislocated on sunday (B)(6) 2019. Patient brought to the operating room for head and liner exchange on friday (B)(6) 2019. The liner was replaced with a 54mm neutral altrx liner.